Manufacturer narrative:
Customer was provided with a loaner, while unit is being returned to the company's repair center for further eval.

Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.